Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The dso seal was replaced. After repair the pump passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion seal. The event occurred during testing, there was no patient involvement.